Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor response buttons non-functional) was confirmed. Upon investigation the rear response button switch was intermittent. The cause for the intermittent response button was an intermittent response button switch. The root cause for the defective switch could not be positively identified no adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor response buttons were non-functional.